Event description:
As originally reported by distributor: pt was outside when ventilator started alarming. Family member noticed that the pt looked in distress. (They do not remember what type of alarm was given.) They started to manually ventilate the pt by ambu bag while the mother tried to re-calibrate the ventilator. However, it did not pass the calibration. The pt was replaced with another ventilator. No death or serious injury was involved in the incident.